Event description:
The hospital reported that during the last couple of endoscopic vein harvesting procedures, five short port btt balloons would not hold air due to the inflation black valves dislodged. The procedures were completed using accessory btt short ports. The hospital did not report any patient complications. The five btt were used over the last couple of procedures; however, the total number of cases and dates were unknown. This report is for the first device.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product, and there was no nonconformance associated with the lot number. (B) (4).